Manufacturer narrative:
Device not accessible for testing: the customer contacted a getinge field service engineer (fse) via telephone. The customer's biomed stated that they couldn't reproduce the issue. At this time, the customer has cancelled their request for getinge to evaluate the iabp unit involved in this event. The fse was advised that the iabp was cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that there were red streaks on the display. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
After further review, an initial emdr for this complaint was incorrectly submitted. This is a non-reportable complaint with a classification of "other", making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database.

Event description:
N/a.

Event description:
It was reported that there were red streaks on the display. There was no patient involvement.

Manufacturer narrative:
This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4). The decision tree was reassessed on 12/02/2022 and the event was determined to be a 30-day reportable event. The initial emdr (mfg report number 2249723-2021-02639) was submitted to the FDA on 11/16/2021. The investigation was finalized on 01/27/2022: the customer contacted a getinge field service engineer (fse) via telephone. The customer's biomed stated that they couldn't reproduce the issue. At this time, the customer has cancelled their request for getinge to evaluate the iabp unit involved in this event. The fse was advised by the customer that the iabp was cleared for clinical service. H3 other text : service call determined issue and visit cancelled.